Event description:
Product was used to close skin after a vaginal hysterectomy with bilateral salpingo oopherectomy. The event was classified as an infection. The pt was given cipro for seven days. The distributor made at least four attempts to gain more info about the event without success. At this time no additional info has been provided. Facility has stated that no further info will be provided. Product was not returned.